Event description:
It was reported that the patient died. The stenosed target lesion was located in the right coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the burr became stuck and stalled when advancing through the lesion. Physician removed the burr and wire as one unit. Upon removal, the artery was dissected and physician attempted to rewire the vessel. They used a balloon to occlude vessel flow and patient left the lab for a surgical consult. However, the patient refused to have a blood transfusion, so surgery was not offered which then led to death of the patient.

Manufacturer narrative:
Use first day of aware date as event date is unknown.